Event description:
It was reported that during an open low anterior resection, the device could neither cut nor suture at the 1st firing when the device was used on the rectum and the anus though the firing sound was heard as usual. The thickness of the tissue was normal and the tissue was clamped uniformly. The firing trigger was grasped completely. The washer was not punched out though there was resistance at the firing. No staples were deployed. After that, the same device was fired. At the 2nd firing, the thickness of the tissue was normal, the tissue was clamped uniformly and the firing handle was grasped completely as well. However, the staples were not deployed on the posterior wall side though the anterior wall was stapled at least. Staple lines or forceps were not clamped with the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: was the device fired two times or were there two devices used during the procedure?---fired two times. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the device deliver a complete cut line?---the device cut, but it was unknown whether the cut line was complete. Was the procedure done open/laparoscopically?---open. What device was used for the proximal and distal transaction? What color reload? ---no information. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) ---no information how was the purse string placed, by hand or with an assist device? If an assist device, what product? ---no information. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, where was the indicator within the green zone/gap setting scale? ---no information. Was buttressing material utilized? ---no information. Was the instrument fired across or near an existing staple line or clip? ---yes, double stapling technique was performed. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---the surgeon heard the sound of cutting the washer. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? ---no. Is a pathology specimen and/or report available? ---no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---visually confirmed. Did the operation change significantly as a result of the device issue? ---no. What is the patient's age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.